Manufacturer narrative:
Unit received with all no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 127 mg/dl at the time of incident. Customer stated that the insulin pump esc button was not responding. Customer reported that keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.